Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure to fix a fracture on (B)(6) 2020, the 2.5mm drill bit hit the unknown screw which resulted in the reported drill bit to broke off. It is unknown if there was a broken fragment that was left in the patient. The procedure was successfully completed with the use of another drill bit. There was no surgical delay reported. Patient status was unknown. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).